Manufacturer narrative:
This pacemaker will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was removed due to infection. A new system will be implanted in the near future once the infection has been resolved. There were no additional adverse patient effects reported.